Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, impedances of >4000 ohms were seen on all 4 electrodes even after re-running the default test. A new lead from the same lot was then implanted. The pt was subsequently reported as "doing great". If additional info becomes available, a follow-up report will be sent.